Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The lead was capped on (B)(6) 2022 and successfully replaced. There were no patient consequences.